Manufacturer narrative:
A service report completed 07/18/19 and finalized dated 07/19/19 by a dmta field service engineer indicated that the device was in compliance with dornier specifications. A hematoma is listed as a potential adverse effect and complication in the delta iii operating manual. This specific patient hematoma was discovered as an incidental finding on ultrasound at a follow-up appointment. The details concerning individual patient outcome is not known beyond treatment for the noted hematoma. No fault with the device as manufactured. Device was found to be functioning within dornier specifications.

Event description:
Patient hematoma reported.